Manufacturer narrative:
The product associated with reported event was not returned for exam. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address tibial and femoral loosening and pain. Poly wear of the insert and osteolysis were also reported.